Manufacturer narrative:
The sample has been returned to arrow. Co's examination of the sample revealed that the blue strain relief had detached from the valve body. There is a slit in the strain relief and there is distortion to the strain relief and sheath body. Co believes that the strain relief/sheath was pinched causing excessive stress on the connection resulting in the partial separation.

Event description:
It was reported that the sheath introducer separated after being in use for several days. The pt lost some blood and suffered an air embolism. The pt was placed in a trendelenburg position which resolved the embolism. There were no further complications.